Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the pyxis medstation es (multiple pockets failures from the same row) was confirmed during field service engineer (fse) testing. According to work order 02173559, the field service engineer (fse) reported that drawer 3.2 had numerous cubie issues. Lots in row b. Failed hta test, row b. The fse replaced retractor band due to wear, reseated row board cable and ran diagnostics using the hardware test application (hta) with no anomalies observed. Customer was able to access without issues. Additionally, preventive maintenance was performed to ensure optimal functionality. During dchu visual inspection confirmed that one (1) used assy retractor band dwr hh (half height drawer) cubie (p/n 353844-01) was received with no physical damage observed; a visual inspection of the cable under the microscope (microscope, c1531-25 no calibration required) revealed exposed copper strands, indicative of communication failure. No further testing was necessary due to the observed flat flex cable with exposed copper strands. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue (multiple pockets failures from the same row) was identified as a damaged flat flex cable with exposed copper strands.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.2 pocket row b failed, which located on 6s. As per part investigation, it was determined that there was thermal damage observed on the flat flex cable with exposed copper strands. There were no adverse events or injuries reported based on this event.